Manufacturer narrative:
Visual analysis of the device revealed worn/damaged internal components; insufficient lube was also noted inside the bearing, rotor and driveshaft assemblies. The probable cause of the failure was attributed to corrosion of the motor and worn/damaged spindle housing and bearings. The presence of corrosion and insufficient lube between the internal components can lead to increased friction between the moving parts; this can lead to increased heat production. Corrosion is known to occur over time with repeated autoclave cycles and improper sterilization methods. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
The core impaction drill was sent in for service and it overheated during performance testing. No adverse consequence was associated with the event.